Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak under coulter lh 750 hematology analyzer. The customer could not determine the source of the leak. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no reported impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) called the customer on (B)(4) 2012, to troubleshoot the leak. The customer was able to determine the leak was coming from the vacuum trap on the instrument compressor unit. The customer removed the vacuum trap and emptied the fluid inside. The vacuum trap was the source of the leak and repaired by the customer. (B)(4).